Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose in the range of 45mg/dl to 50mg/dl which was treated with food and candy. Customer alleged for possible over delivery. Customer¿s current blood glucose was 212mg/dl. Customer stated that insulin pump had cracks which goes all the way from the front side of the pump all the way to the back and then up to the clip. Customer mentioned that sensor had alarm for calibration not accepted and change sensor for multiple times. Insulin pump will be return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with high sleep current due to corroded electronic assemblies. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No over delivery anomalies noted. Device was unable to connect to glucose sensor simulator due to corroded electronic assemblies. Unable to verify calibration error due to no sensor communication. Device received with cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, pillowing keypad overlay, minor scratches on case, cracked retainer and minor scratches on lcd window.